Event description:
The customer called to report a blood leak at the system pressure dome during the patient's treatment at approximately 650ml whole blood processed (wbp). The customer stated that the treatment was aborted. The customer drew labs from the patient's subclavian central line and verified that the patient was stable. The patient was started on a new treatment using a new kit and a different instrument. The customer noticed that the system pressure dome had blood "oozing" from the pressure dome. The customer stated that this was the patient's first of two photopheresis treatments this week. The customer explained that they will draw labs again tomorrow, (B)(6) 2015 before starting the next treatment. (B)(4). On (B)(6) 2015, the customer reported that the patient had an unplanned transfusion on (B)(6) 2015 due to a hgb level of 7.8. The patient was stable after the transfusion. No further medical intervention was required. The kit was discarded and will not be returned for investigation.

Manufacturer narrative:
The system was used for treatment. A batch record review of lot d312 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for complaint category, pressure dome membrane leak. No trend was detected for this complaint category. However, a corrective and preventive action was initiated for complaint category, pressure dome membrane leak. (B)(4) feedback: the service technician cleaned up from the blood leak and ran the system check out procedure. All tests ok. No further action required. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned to manufacturer.